Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicm 12.6 implantable collamer lens of -6.0 diopter in the patient's left eye (os) in 2011. On (B)(6) 2018, low vault, blurred vision, as well as asc and cortical lens opacity were noticed. The lens was exchanged for a longer lens of similar model on (B)(6) 2018 and the "vault was normal around 400um aprox.". The final bcva value for patient is 0.8. Explanted date: it is corrected to (B)(6) 2018. (B)(4). Device manufacture date: it is corrected to 08-mar-2011. (B)(4)

Manufacturer narrative:
Implanted 2011. This product is not marketed in the us. Work order search: one similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm12.6, -6.00 diopter, implantable collamer lens in the patient's left eye (os) in 2011. On (B)(6) 2018, low vault, blurred vision, as well as asc and cortical lens opacity were noticed. Surgery is planned to correct the problems.

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue and debris on the lens surface. Visual inspection found the haptic bent. Claim # (B)(4).